Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a right inguinal hernia repair procedure, the device failed there was a migration of the device, encapsulated around nerve and vessels. The patient experienced sciatic pain, abdominal pain and inflammatory responses .the patient then undergo to a revision operation.